Event description:
The user reports a patient with hemodynamic support from an impella cp smartassist heart pump who experienced massive bleeding at the access point of the heart pump at a ptt of 180 seconds after temperature control measures and ventilation had ended. The systemic administration of heparin was then paused until the ptt decreased significantly. However, the bleeding continued despite pressure dressing, so the pump was removed and hemostasis was achieved using a femstop.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was received from the customer and an investigation regarding the returned device has been completed. No abnormalities were found. The root cause of the access site bleeding issue was not determined as insufficient information is provided in the clinical description. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1manufacturing site fax number was revised from the initial submission in accordance with updated procedures. H.6 health effect - impact code was revised as code was inadvertently omitted from the previously submitted report. H.10 additional manufacturer narrative has been revised as the previous report was incorrect and stated that the device was not returned. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.